Event description:
The plaintiff alleges that while working as an athletic program assistant plaintiff was required to wear latex gloves and was exposed to antigenic natural latex proteins in the latex gloves. Plaintiff alleges that in 1999, plaintiff was diagnosed as a result of a skin prick test, as being allergic to latex. Plaintiff has become sensitized to latex and is now subjected to increased health risks and may no longer work in any medical or healthcare type facility including hosps, clinics, or private practice offices. Furthermore plaintiff is subject in the future to one or more anaphylactic reactions to latex products. Plaintiff has suffered substantial injury, pain and suffering, as well as economic loss, loss of wages, medical expenses (past and future) and other damages. Plaintiff also has suffered humiliation, anxiety, embarrassment, outrage and severe mental suffering and emotional distress as well as physical suffering. Finally, the plaintiff's spouse has suffered the loss of support, consortium, svs and companionship of the plaintiff.